Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2317-70 serial#: (B)(4) description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing pain at the incision site. The patient underwent a revision procedure wherein the leads were buried deeper.